Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sigmoid colectomy, the needle tip broke off. Broke inside patient. Used a x-ray to try and find but were unsuccessful. Current patient status: healthy. The difficulty did not result in any tissue damage or patient injury. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. There was a delay in surgery over 30 minutes. A tip of the needle broke in the patient and was left in the patient. A new opened another package.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned product. The visual inspection of the product noted one suture and one needle. A tactile and microscopic examination of the suture revealed no signs of material or assembly process damage. One needle was received with a broken tip. Upon microscopic inspection of the needle, instrument marks were observed at the break site. Additionally, the foil was inspected with light assisted microscopy with no abnormalities. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, a review of complaint data revealed no trend for this condition. The observed instrumentation damages suggested that the needles were grasped improperly at the needle tip during application. Firmly grasping the needle at the tip weakens the needle causing it to bend and/or break. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.